Manufacturer narrative:
Upon visual inspection of the picture, it was noted that labeling of samples were not readable in some area of the samples, but the product code, lot number and expiration could be read with any difficulty. However, no conclusion could be reached as how the labeling of samples was damaged as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/07/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please explain "illegible label printing". Was the label related to the product, package or insert damaged, incorrect or missing preventing proper identification of the product or conflicting information? The label is related to the packaging. Missing some printed words. See photos attached. Does this include lot# and exp date?, what is the lot# on the product? Lot # - kjj096 exp date-2021/07/31.

Event description:
It was reported that the suture package had an illegible label printing; some printed words were missing. This quality defect prevented this product from being used.

Manufacturer narrative:
During the evaluation for visual inspection of the sample, it was observed that the labeling print on the tyvek was illegible due to missing portion of print, however the product code, lot number and expiry could be read with any difficulty. Also the paper lid within overwrap was examined for visual inspection and the impression was correct and complete. According to the sample condition the assignable cause is defective/illegible print on the overwrap packet.